Event description:
It was reported that the postoperative evaluation revealed nonunion of the right femur construct. A decision was made to remove hardware and revise the intramedullary nail construct. All hardware was removed and revised successfully. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.